Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a heavily calcified vessel. A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilatation. During the procedure, it was noted through imaging that the balloon appeared to be 40mm instead of the labelled 20mm. The device was still used; however, and during the 1st inflation, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was good.